Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available. Associated medwatch: 1221934-2018-54776.

Event description:
It was reported by an affiliate that two unknown anchors broke during a surgical procedure. The procedure type, anchor type, and lot number are unknown.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes had been informed that the catalog number and lot numbers are not available.

Event description:
It was reported by an affiliate that during an unknown procedure two unknown anchors broke during a surgical procedure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was not returned, therefore a physical evaluation cannot be conducted. Hence, this complaint cannot be confirmed. Despite multiple attempts to get additional information regarding the device status, none has been made available. Additionally, no further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no specific part numbers or lot numbers were supplied which precludes conducting a non-conformance search. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.